Manufacturer narrative:
The peritonitis was diagnosed on an unspecified date reported as ¿2 weeks ago¿. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was not hospitalized for the event. On an unreported date, the patient received unknown medication for the peritonitis (at home). On an unreported date, the patient experienced edema and sepsis. Treatment for the events of edema and sepsis were not reported. Two days prior to receipt of this report, the patient passed away. The cause of death was reported as due to sepsis. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available as the reporter declined follow up.